Manufacturer narrative:
Final analysis revealed an obstruction in the connector port of the ipg.

Event description:
The manufacturer's representative reported that the lead for an interstim would not advance into the ipg farther than the second connecting electrode. A second ipg was tried, and the lead successfully inserted. No adverse effects to the patient were reported.